Event description:
Attempted to use indigo laser 830e/first tip applied-code a red tip down to far. Second tip code black body x 3 cleaned x 3 said change fiber tip. #3 change fiber tip red down to far. Unable to proceed. Used all available tips. Surgery had to be cancelled.